Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose and hospitalization. Customer's blood glucose level was 21 mg/dl. Customer advised their low blood glucose resulted from their basal rates needing to be adjusted. Customer advised after the incident their basal rates were properly adjusted and they felt better. Customer was in the intensive care unit due to a staph infection they received from the infusion set. Customer also advised they were unaware infusion sets needed to be changed every 3 days.